Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, one opening curved on the anterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge, one opening striated on the posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. A sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.